Event description:
It was reported an angio-seal was deployed. Bleeding continued and manual compression was applied. Immediately, the patient experienced symptoms of vascular insufficiency. The patient underwent surgical intervention. The angio-seal was removed from inside the common femoral artery. The antegrade puncture was close to the bifurcation of the superficial femoral and profunda femoris arteries. The patient was recovering during an extended hospital stay.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was not available. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.